Manufacturer narrative:
Hou, y. Et al (2015). Possible predictors for difficult removal of locking plates: a case-control study. Injury, int. J. Care injured, 46, 1161¿1166. This report is for an unknown locking head screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, hou, y. Et al (2015). Possible predictors for difficult removal of locking plates: a case-control study. Injury, int. J. Care injured, 46, 1161-1166. The authors investigated the possible factors related to the difficult removal of synthes titanium devices: locking compression plates (lcp) and less invasive stabilization system (liss) plates and to provide suggestions for decision making regarding implant removal and the prevention of complicated removal. The final cohort study included 308 patients, 190 males and 118 females, with average age of 34 years, who underwent lcp/liss removal from september 2004 to november 2013. The median implant duration was 16.0 months. A total of 370 implanted plates were reported. Results included: locking head screw (lhs) slipping (50) in which an extraction device was used to successfully remove 26 screws in 6 cases; lhs jamming (26) in which a carbide drill, hollow reamer and extraction bolt were used to successfully remove 15 screws in 6 cases; lhs breaking (4) when using extraction device with subsequent bending and rotating of the plate; lhs breaking (1) when levering the plate with subsequent use of metal cutting saw and extraction forceps; and unspecified quantity of lhs that cross threaded or cold-welded. A copy of the literature article is being submitted with this medwatch. This is report 5 of 5 for (B)(4). This report is for an unknown locking head screw.